Manufacturer narrative:
The pump passed the self test and displacement test. The pump was monitored, no unexpected pump error 63 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 08:51:32.000 (B)(6) 2025 00:21:31.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2025 16:37:00.000 insert battery alarm was found on: 08/13/2025 23:28:50.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. There is no pump error 63 alarm recorded in the formatted history file on the event date. However, pump error 63 alarm (file number: 2017 line number: 187) was found on: (B)(6)2025 11:54:41.000 (B)(6) 2025 12:59:40.000 (B)(6) 2025 18:29:52.000 pump error 63 alarm (file number: 2017 line number: 187) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label missing. The pump passed all the required testing. However, pump error 63 alarm (file number: 2017 line number: 187) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer responded that the device would be returned.